Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced occluded, harm reported with no reported allegation of a device malfunction, no delivery/occlusion alarm. The customer reported blood glucose value of 274 mg/dl. The customer reported hyperglycemia, hyperglycemia treated with manual injection/insulin pen, discontinue use of insulin delivery system. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-332a, mmt-7040a, mmt-399a, mmt-1884l. Customer reported recurring insulin flow blocked alarms after troubleshooting. Customer has tried all remedies or does not want to t roubleshoot for recurring alarms. Customer reported high bgs. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-7040a. No product return is required for mmt-399a. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thump software. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, displacement accuracy, occlusion test and self test. Pump was connected to carelink. The adapt tool was utilized to search for alarms that may have occurred in the past or during the call that might have triggered the reason of complaint. During download history review, multiple nodelivery alarms were noted on 08/29/2024 from 04:22:35 through 20:51:45. However, no alarms noted during testing of unit. Proceeded by cutting the unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection no moisture damage or anomalies noted during visual inspection. Unit was also received with cracked belt clip rails, scratched case, cracked keypad overlay at select button and pillowing keypad overlay. In conclusion, unable to confirm customer alleged concern of insulin flow block alarms. No relevant alarms noted in download history review and testing of the unit was successful. Unit functioned properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.